Event description:
Upon insertion of this device into the pt, the pt experienced an profound anaphylactic shock (hypotension, diaphorsis, hives)the pt was stabilize with ephinephrine. The device is not being returned for co's analysis.